Manufacturer narrative:
E. Initial reporter city - (B)(6). E1 initial reported phone: (B)(6).

Event description:
Synergy china registry it was reported that the patient experienced coronary atherosclerotic cardiopathy. In october 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion #1 was located in the proximal right coronary artery (rca) extending up to middle rca with 95 % stenosis and was 35 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 24 mm synergy stent overlapped with another 3.00 mm x 16 mm synergy stent system. Following post-dilation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin. In october 2020, the subject was diagnosed with coronary atherosclerotic cardiopathy and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Two days later, the subject was discharged on aspirin. In january 2021, the event was considered recovered/resolved.